Event description:
It was reported that ventricular lead showed evident t wave oversensing on non-sustained tachycardia episodes. The sensing vector on the lead was reprogrammed from tip-to-coil to tip-to-ring and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.